Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3:81 - other: the device was not returned for evaluation and serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted, during post-op exam, capsule rupture, vitrectomy was performed. No other information was provided.